Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump's daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The battery cap was not available for testing so a test cap was used for all of the investigation's steps. The alleged issue could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient was hospitalized on (B)(6) 2014 with a severe case of hyperglycemia. The reporter stated that the patient had a blood glucose level between 600 and 1700 mg/dl with symptoms of abdominal pain, nausea, dehydration, atypical thirst, and large ketones. The reporter stated that at the time of the call the patient was still hospitalized and off of the pump. While at the hospital, the patient was allegedly treated with IV fluids as well as insulin via injection and from the pump. This complaint is being reported based on the allegation that the patient experienced sever hyperglycemia, and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.